Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/20/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2015 with the following findings: on investigation, the alleged damaged casing issue was verified. Battery compartment cracks were observed along the side of the compartment from the top to the case seal and below the grip pad. A crack was also observed on the casing to the upper right hand corner of the display. Using the returned battery cap, the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue with the battery compartment. Reportedly, there was no damage to the battery cap and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.